Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic after a merlin.net transmission revealed noise reversion episodes. The right ventricular lead exhibited noise. No intervention or additional information was reported.